Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x2.5mm concentric, de novo target lesion was located in the mildly tortuous and severely calcified left circumflex artery. Following predilitation, a 2.5x12mm promus premier drug eluting stent was advanced. Significant resistance was encountered and after the stent was placed, some dissection was observed. Another drug eluting stent was placed to cover the dissection. The patient was stable and responding well.